Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient lost stimulation. The ipg was unable to communicate with the patient programmer and charger; replacement devices were unsuccessful in resolving the issue. The device was explanted on (B)(6) 2010, and the device was returned to the manufacturer for evaluation on 11/17/2010. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.